Manufacturer narrative:
H3: yes, remove: anticipated but not begun, h10: remove statement.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. A replacement pump was sent to the customer to resolve the issue. Customer¿s blood glucose (bg) level was 560 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.